Manufacturer narrative:
The device was returned to olympus and the evaluation found cut on the protector of the video cable section. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the identified failure is cause traced to failure to follow instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited cut on the protector of the video cable. There was no patient involvement.